Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test. No under delivery anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was under delivering. The customer blood glucose level was 300 mg/dl at the time of incident and the current blood glucose level was 156 mg/dl. The customer was treated with manual injection. Customer reports the symptoms related to their high blood glucose was abdominal pain. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer alleges that the insulin pump was under delivering because they change infusion site regularly. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer stated the drive support cap appears normal. Customer stated insulin pump was not worn during a medical procedure. Customer also stated auto mode feature was active. The device will be returned for analysis.